Manufacturer narrative:
Insulin pump received with a cracked case behind the pump at the battery compartment, cracked battery tube threads and missing segments/partial display due to moisture damage on the electronic assembly. Unable to perform the displacement test and self test due to missing segments or partial display. Also noted moisture damage on the motor assembly and keypad flex tail. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was cracked. Customer's blood glucose was unknown. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The insulin pump will be returned for analysis.